Event description:
It was reported that the patient was admitted to the hospital after having inappropriate hv therapy delivered three times. Egms revealed noise on the ventricular channel. During the replacement procedure, an insulation anomaly was noted.

Manufacturer narrative:
Analysis found that the lead exhibited multiple abrasions, exposing the is-1 proximal metal cable. The location of the abrasion is consistent with that occurring due to friction with the ICD can. This damage caused the noise reported in the field. The insulation was also crushed/ damaged in a location consistent with that occurring due to clavicular crush.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.